Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device had displayed a blank screen and would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.